Event description:
It was reported that the tubing set separated and leaked during a continuous infusion of 0.9% sodium chloride. It was later reported that there were no adverse effects caused to the patient from the event.

Manufacturer narrative:
Additional patient information: diagnosis: respiratory distress.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the product be received for evaluation. Patient age and dob requested but not provided.

Event description:
It was reported that the tubing set separated and leaked.